Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge did not fit onto the pump. Pt stated that they would just take the pump to the doctors office because for further assistance. There was no adverse impact to customer's blood glucose level.